Manufacturer narrative:
The patient and pacemaker will continue to be monitored in two month increments. This report will be updated if further information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker's magnet rate and programmer longevity were giving inconsistent reports. Technical services was consulted and said to go by the magnet rate. The patient is pacer dependent but there have been no adverse effects.

Event description:
--